Manufacturer narrative:
The customer did not supply patient's complete date of birth and weight. There is no evidence that the access accutni+3 reagent was returned for evaluation. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer's site. The fse inspected the instrument and performed a precision assay which met assay specifications. The fse did not identify any hardware or system issues that would have contributed to this event. In conclusion, the cause of the event cannot be determined with the available information.

Event description:
The customer reported obtaining an elevated non-reproducible troponin I (access accutni+3) result for one (1) patient involving the laboratory's unicel dxi 600 access immunoassay system (serial number (B)(4)). The initial access accutni+3 result recovered above the assay's normal reference range. The customer reanalyzed the patient's sample two (2) additional times on the same laboratory's unicel dxi 600 access immunoassay system and obtained lower results. The customer also reanalyzed the patient's sample two (2) additional times on the laboratory's alternate unicel dxi 600 access immunoassay system serial number (B)(4) and obtained lower results. There was no report of patient injury or change in patient treatment associated with this event. Calibration, system check and quality controls (qc) were performing within assay and instrument specifications. No hardware errors, flags or other assay issues were reported in conjunction with this event. Patient sample was collected in a orange top serum tube. No issues with sample integrity were reported by the customer.